Event description:
It was reported that surgeon could not seat liner fully, gap at rim. He opened another 36 0 liner and implanted successfully.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 29-may-2014. There have been no other events for the lot referenced. The subject liner was returned in used condition with damages consistent with the reported implantation. A minor gouge in one location under the rim was observed likely due to explantation. A portion of the locking ring material was hanging on the device due to explantation damage. The event was not confirmed. The surgical protocol provides proper instructions on how to fully seat the liner into the shell. The investigation concluded that the shell was either not properly aligned or the surgeon did not adequately impact the liner. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon could not seat liner fully, gap at rim. He opened another 36 0 liner and implanted successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.